Event description:
The customer reported that the system monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unstable. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuse on mc5 was evaluated and replaced. The system was tested and found to be working as intended and returned to service.